Event description:
A report was received that the patient had an infection. It was unknown if the infection was device or procedure related. The patient will undergo an explant procedure of the scs system.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient did not have an infection, the patient just wanted the stimulator out so he can get a magnetic resonance imaging (MRI) and have a non-device related surgery. The stimulator was working fine.

Event description:
A report was received that the patient had an infection. It was unknown if the infection was device or procedure related. The patient will undergo an explant procedure of the scs system.

Manufacturer narrative:
Additional suspected medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.